Event description:
During an in clinic follow up, the device was found in back up mode following an MRI. It was reported, the device had been programmed into MRI mode however, technical support was contacted and it was noted the device had not been programmed into MRI mode. Technical support recommended reprogramming to resolve the event. The device was reprogrammed.

Manufacturer narrative:
Further information was requested but not received.